Manufacturer narrative:
Reported event: an event regarding an inaccurate resection involving a 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 505 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding an inaccurate resection. There were (B)(4) other reported events ((B)(4)). Conclusion: the session file from the case was reviewed. An analysis of session file work flow, warnings & errors, rio registration, bone registration, and checkpoints was completed. The patient landmarks chosen during the procedure did not match the CT landmarks and no points were taken in the posterior horse shoe of the acetabulum. The data shows that the mako operated as expected but the acetabular registration was sub optimal. No software defect or malfunction is suspected.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After the case the surgeon and the rep looked at the xray. The surgical plan did not represent the x ¿ray. There was some minor issues with j6 but nothing that explained the discrepancy in the inaccuracy of the post op xray.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system. After the case the surgeon and the rep looked at the xray. The surgical plan did not represent the x ¿ray. There was some minor issues with j6 but nothing that explained the discrepancy in the inaccuracy of the post op xray.